Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicated that she fell asleep with their temporary basal running which caused the customer's blood glucose level to drop to 34 mg/dl. Paramedics were called and treated the customer with IV. The customer was admitted ot the hospital on (B)(6) 2015. The customer stated that they got off their monthly cycle and changed their temporary basal, but forgot to turn the basal off before sleeping which caused the low blood glucose.